Event description:
It was reported that the device is cracked on the bottom of the fluid revisor near the drain causing a leak. No additional information.

Manufacturer narrative:
Other, other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a cracked enclosure, wear and tear damaged tank cover, line cord, and front cover. Functional testing found the device leaked from the crack near the drain fitting. The root cause of the reported issue was found to be customer damage. Replaced the tank cover, enclosure, line cord, and front cover. Device passed functional testing.